Event description:
It was reported that during a prostate procedure, at (B)(4) joules of use and 10:30 minutes, fiber overheat was observed with the first fiber. The fiber was exchanged and at (B)(4) joules of use and 37:36 minutes, fiber overheat was observed with the second fiber. The surgeon was able to complete the procedure using the second fiber. No injury to patient reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).